Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave abnormal pads ECG readings. There was no reported negative patient impact.

Event description:
It was reported to philips that the device gave abnormal pads ECG readings. There was no reported negative patient impact.